Event description:
The patient reportedly has experienced skin flap problems since her implant surgery. Clear fluid, swelling, and soreness were reported at the implant site. Her doctor stated that the site is not infected and believes that her issues stem from an allergic reaction. Allergy testing was negative. Two skin flap surgeries were performed (date unknown) to clear "granulations" which had developed. Steroids successfully kept symptoms under control. The symptoms returned when the steroids were discontinued. Explanation surgery was performed in 2005. No reimplantation was done at that time.